Event description:
It was reported that the patient experienced an event of occlusion alarm and the blockade was located in the tubing on (B)(6) 2024.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this medical device report (MDR)is being submitted to include the below: investigation results under type of investigation, investigation findings, investigation conclusions investigation summary imdrf cause investigation code: code b24 is not available in database to capture event history log review complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 12 dec 2025 against lot number 6004104 and similar malfunction codes: occlusion in the tubing and/or tubing connectors reduced flow, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The review confirmed that lot 6004104 and the identified failure mode are not associated with any nonconforming reports or corrective and preventive action of the same or similar nature. Similar complaints search a query was run in the eqms on 12 dec 2025 against lot number criteria equal 6004104 and similar malfunction codes: occlusion in the tubing and/or tubing connectors reduced flow, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched. The count of complaint is 1. The complaint number is complaint (B)(4). Device history record review: the lot 6004104 was manufactured according to the work instruction version 15 and packaging in the multivac # m10 on 30-oct-2023, with a total of (B)(6). The subassembly: gluing of tubing lot 3j03442 was manufactured according to the work instruction version 55 and manufactured in the machine sc08, on 22 sep 2023, with a total of (B)(6). Lot 3k05623 was manufactured according to the work instruction version 57 and manufactured in the machine sc06, on 31 oct 2023, with a total of (B)(6). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action determination assessment conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Based on the available information, this event is deemed to be a reportable death. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.